Event description:
After inserting the IV catheter, rn was unable to connect the j loop to the IV catheter hub, as the circular attachment would not move/secure. Another j loop was applied without incidence.